Manufacturer narrative:
No pt was present. The camera was received poorly packaged. There were four broken standoffs rattling around inside. One of the two end caps shows several signs of severe impact. The inner chassis was not aligned with the outer housing and a screw is broken off in the front panel. During a functional test, the camera returned high geometry for both the active frame and the passive probe. The camera was found to be out of calibration. The device was replaced per RMA and the issue was resolved.

Event description:
A medtronic rep reported that the camera has a blind spot within the tracking field. Trackers are visible within the camera volume beyond and before this blind spot. There was no pt present.